Manufacturer narrative:
(B)(6). Concomitant: polished finned tib tray 79mm cat: 141255 lot: 2013061634; series a pat std 31 3 peg cat: 184764 lot: 073910; vngd cr tib brg 12x79/83 cat: 183462 lot: 930530. Reported event was unable to be confirmed due to limited information received from the customer. Review of the provided x-rays determined the alignment appears normal on the provided images and there is "possible mild lateral tilting/subluxation of the patella [and] possible mild periprosthtic lucency adjacent to the lateral tibial plate." Review of the provided photos only shows the explanted tibial tray, femoral, and bearing. Boney ingrowth can be seen on the femoral component. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately four year post implantation due to malalignment. Attempts have been made and additional information on the reported event is unavailable.